Event description:
It was reported that the implantable neurostimulator was explanted because it was not helping the patient's symptoms and was causing pain. The leads were left implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 39565-30, serial# (B)(4), implanted: 2008 (B)(6), explanted unk; lead: model 3777-45, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk; lead: model 3777-45, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk; recharger model 37752, serial# (B)(4); programmer model 37743, serial# (B)(4); extension model 3708140, serial# (B)(4), implanted: 2008 (B)(6), explanted: unk; extension model 3708140, serial# (B)(4), implanted: 2008 (B)(6) explanted: unk.